Event description:
Boston scientific received information that there was a home monitoring alert; pacing impedance measurements less than 200 ohms on the right ventricular channel. Additionally, the rv threshold measurements had increased and intermittent noise was noted which was oversensed resulting in pacing inhibition. Fluoroscopy did not show conclusive evidence of a lead fracture. A revision procedure was performed and the rv lead was removed from service and replaced. No adverse patient effects were reported. No other adverse events have been reported. This product issue will be updated if additional information is received. No date of explant was provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.